Manufacturer narrative:
The investigation confirmed that two non-reproducible higher than expected vitros trop I results were obtained from two different patient samples processed on a vitros 5600 integrated system. A definitive root cause could not be determined. There is no evidence that the vitros 5600 system was not performing as intended, the diagnostic within run vitros tropi es precision test was within ortho guidelines. Based on historical quality control results, a vitros tropi es lot 2870 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2870 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. Additionally, pre analytical sample processing could not be ruled out as a contributing factor. It was determined that the customer is not following the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer observed two non-reproducible, higher than expected, vitros tropi es results from two different patient samples processed using a vitros troponin I es reagent lot 2870 in combination with a vitros 5600 integrated system. Patient sample 1 vitros tropi es (pack ID (B)(6)) result 0.297 ng/ml versus expected vitros tropi es result <0.012 ng/ml. Patient sample 2 vitros tropi es (pack ID (B)(6)) result 0.183 ng/ml versus expected vitros tropi es result <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es result obtained on (B)(6) 2018 when processing patient sample 1 was reported from the laboratory, however a corrected report was later issued. The higher than expected vitros tropi es result for patient sample 2 obtained on (B)(6) 2018 was not reported outside of the laboratory. Ortho was not made aware of any allegation of actual patient harm due to the events. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint number (B)(4).